Event description:
There was oozing of blood through the graft wall during grafting operation. Operation time was extended for 30 minutes for hemostasis. Add'l info received on 04/nov/2009: the graft was implanted for replacement of abdominal aortic aneurysm. It is currently unk how hemostasis was achieved. The pt's current condition is unk at this time. There is no portion of the device available to be returned for eval.

Manufacturer narrative:
A product has not been returned for eval, therefore, a technical analysis cannot be carried out. Without a returned product it is not possible to confirm how the device may have contributed to the complaint event, as reported to us. No further corrective action is planned at this time. We will however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. Note: items marked "ni" are not attainable at this time. Should such info becomes available, it will be included in a f/u report. The device history records for the batch were reviewed. Results: all manufacturing and quality assurance testing was carried out in accordance with our standard procedure. The device history record for this batch shows that product met its specifications at the time of release to distribution - there are no similar incidents against this batch. (B) (4)